Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 28-sep-2027, UDI#: (B)(4) ; product ID: 9 77a260, serial/lot #: (B)(6), ubd: 28-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced lead migration, loss of stimulation, loss of therapy, shock, and high impedance on electrodes 1-3. High impedance values were reported as 25959, 31865, and 40000 on electrodes 1, 2, and3, respectively. No programming was performed on the affected leads as part of troubleshooting. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2026, product type lead, product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2026, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from the manufacturing representative (rep) indicated that both leads were replaced due to migration. Return of pain was reported. Migration date unknown, but patient shared with that he fell which is believed to have contributed to the migration. The leads were discarded.